Event description:
Urologix field service was contacted by a nurse at a urologist's clinic regarding a patient injury. The nurse explained that a patient had been seen by internal medicine (B)(6) 2013 and they (urologist's clinic) were notified that the patient had a rectal fistula or burn that was most likely caused by the tumt procedure on (B)(6) 2013. The patient was admitted and was being treated for the injury. The nurse said from the patient printout that the procedure was completed successfully without any issues.

Manufacturer narrative:
The treatment file retrieved from the control unit was reviewed. It was determined that the control unit operated as intended.